Event description:
An insulin pump malfunction was reported by a distributor in slovakia on february 28, 2026. There was no adverse impact to the customer¿s blood glucose level as the issue did not cause it to exceed critical thresholds. The customer was assisted by technical support to reset the pump, which resolved the malfunction without recurrence, allowing continued use of the device. The customer was advised to report if the malfunction code reappears. No further information on impact to the customer was available.